Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument's grip tips were found to be stuck in a specific position. The instrument's inputs were unable to be manually articulated. The housing was removed and the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. This failure is most commonly caused by improper reprocessing, such as insufficient flushing. Signs of corrosion were found on the instrument bearings. Pitch, grip, and roll input disk bearings exhibited orange discoloration. Bearing found at the proximal end of the main tube exhibited orange discoloration. Improper cleaning during reprocessing most commonly causes this failure.

Event description:
It was reported that during central processing, the mega suturecut needle driver was stuck and would not flex. There was no patient involvement.